Event description:
It was reported the patient had gotten ¿little shocky feelings¿ in the past on the left side of her head. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).